Event description:
On (B)(6) 2012, the healthcare professional/reporter in (B)(6)contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 180 mg/dl and 250 mg/dl on the reported meter within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for precision testing this complaint is being reported.

Manufacturer narrative:
Meter serial #: not provided. Test strip lot#: not provided.